Event description:
Caller reported an issue with incorrect pump time settings. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in extreme blood glucose levels. Technical support assisted with updating the pump time and advised the caller to monitor and report back if the time discrepancy recurs. Caller understood and acknowledged the instructions provided.